Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00689 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2009. According to the complainant, the patient experienced pain, a recurrence of pelvic organ prolapse and stress urinary incontinence. The exact nature and date of onset for these symptoms are unknown. All other information is unknown and reportedly unavailable.